Event description:
It was reported that during an unknown procedure a piece of the sleeve broke off and fell into the pt's abdomen. It was retrieved. The case was completed without consequence to the pt.